Event description:
It was report that during a clinical trial using a diamondback 360 coronary orbital atherectomy device (oad), 1 patient expired during the procedure (0.9%), 2 patients presented coronary dissection (1.7%), 3 presented coronary perforation (2.6%), and 2 experienced slow-flow or no reflow phenomena (1.7%).

Manufacturer narrative:
B2 - the estimated death date is (B)(6) 2026, when the article was published. B3 - the estimated event date is 06/11/2026, when the article was published. Literature attachment: article, titled "experience with orbital atherectomy in calcified coronary artery disease at a hospital without onsite cardiac surgery" the serious injuries mentioned in b5 were reported in 3004742232-2026-00173. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.